Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite tm hexed screw)) for evaluation. Visual evaluation and a functional test were performed, the screw has signs of use, and was fractured at the threads. The threaded piece was returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that 2 screws fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: iunihg, certain gold-tite tm hexed screw, lot: unknown. D10: therapy date: unknown / not provided. E1: reporter name: unknown / not provided. E1: email address: unknown / not provided. H4: device manufacturer date: unknown / not provided.